Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device jaws locked on tissue. The handle was removed from the adapter and the battery was reset to allow the handle to reset and then it was placed back on to the adapter. The handle could be heard attempting to re-calibrate and retract the knife blade but was unable and returned to a blue light condition. A second handle was brought in and attached to the adapter with the same results, it could not retract the knife blade and entered a blue light condition. The manual retraction tool was used which did allow for the articulation to me straightened but was still unable to retract the knife blade finally a second 12mm port was added and multiple staple firings were performed to staple around the locked down reload in order to remove it. Because of tissue loss in the stomach in order to pull out the additional trocar, the patient had an injury. There was tissue loss, a permanent tissue damage, the surgical time was extended by more than 30 minutes. The incision was extended by less than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual evaluation of the product noted that the reload was clamped shut with the knife blade fully advanced and the articulation rod of the adapter was fully retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the jaws locking down can be caused by misloading the reload. If the articulation rod does not fully engage with the knife bar assembly the user will be unable to retract the blade after firing. The damaged blowout plate can be caused by over-articulation of the reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.